Manufacturer narrative:
The field service engineer (fse) observed three broken reaction vessel (rv) clips and three damaged clips. The fse replaced the damaged incubator belt clips and resolved the issue. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. The cause of the wash carousel motion errors was due to a resin change in the manufacturing of reaction vessels for the access instrument. Replacement of the reaction vessels with a lot that was not manufactured with the new resin corrected the issue. (B)(4).

Event description:
The customer reported wash carousel motion errors entering the not ready state while operating the access 2 immunoassay system used in conjunction with the access reaction vessels. During system troubleshooting, the customer noted the incubator belt would not move freely. An internal investigation has determined this lot of reaction vessels (rvs) may cause the error due to a new resin that was implemented in the manufacturing of the rvs. There was no report of impact to patient results. Since the instrument entered the not ready state, any assays on board would not be analyzed. There was no patient impact associated with this event. Beckman coulter replaced the customer¿s affected lot of reaction vessels with a new lot without the new resin. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.